Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that their insulin pump has damage on the screen of their insulin pump, making it difficult to read. The customer¿s blood glucose level was unknown at the time of the incident. The customer did not send the product back for analysis.